Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed the infusion set and cartridge and resumed insulin.